Event description:
It was reported that three passes were made with the retrieval device (subject device) and three passes were made with the catheter to treat a left middle cerebral artery occlusion. Post procedure, CT scan demonstrated evidence of an air embolus. It was reported that "air entered between the retriever and microcatheter". The physician related the air embolus with the procedure. No other information was provided.

Manufacturer narrative:
: Subject device is not available for evaluation.

Event description:
It was reported that three passes were made with the retrieval device (subject device) and three passes were made with the catheter to treat a left middle cerebral artery occlusion. Post procedure, CT scan demonstrated evidence of an air embolus. It was reported that "air entered between the retriever and microcatheter". The physician related the air embolus with the procedure. No other information was provided.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient complications and embolus are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.